Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise oversensing, which resulted in inappropriate auto mode switch (ams). No intervention was performed, and the patient will continue to be monitored. No patient consequences were reported.